Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the thread splitting in two at the end during the use. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: no further information can be provided by the customer. No patient consequence has been reported. Investigation summary == after visual inspection of an image sent to ethicon for evaluation. A needle with a section of thread attached, single arm of the product code 8833h. The suture appears to be damaged and extremely stressed. To avoid this type of damage: hold the needle in an area one-third (1/3) to one-half (1/2) the distance from the end of the accessory to the tip. To avoid this type of damage: hold the needle in an area one-third (1/3) to one-half (1/2) the distance from the end of the accessory to the tip. No conclusion could be reached as to the cause of the reported complaint. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/22/2022. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. H3 investigation summary: the product was returned to ethicon inc for evaluation. Visual inspection was conducted on the returned sample. Visual analysis of the returned sample determined that one needle-suture piece of product code 8833h was received for evaluation. An incorrect swage was noted since the marks of the swage area were misaligned (one stake near the suture) causing some degree of damage to the suture. Based on the information currently available, incorrect swage was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.